Event description:
It was reported that during a routine device follow up, this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements. Loss of capture was observed, along with oversensing that resulted in pacing inhibition. It was reported that the patient experienced syncope due to the lead issues, with about three seconds of asystole reported. It was noted that the impedance values were within normal range in the unipolar configuration. The patient was scheduled for a lead revision. The lead revision was performed three days later. The lead was surgically abandoned as it was not possible to be extracted and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.